Manufacturer narrative:
The initial report indicated (B)(6) 2018 in error regarding the date of event. This date is removed as the date of the event was clarified as having been unknown regarding the patient¿s discomfort. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The date of the event regarding when the patient first started experiencing the pump sitting on their hip bone and causing discomfort was unknown. It was indicated that the information provided was confirmed with the physician/account.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6)2016, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of 3.295 mg/day and bupivacaine with concentration 10 mg/ml at a dose rate of 3.925 mg/day via an implantable pump for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient had a scheduled pocket revision to move their pump more medial for better comfort. It was noted that she reported today ((B)(6) 2018) that in its implanted position prior to the revision, it would sit on her hip bone and was uncomfortable. It was further reported that during the pocket revision, the physician found the catheter as having been cut in pocket. The catheter was revised. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being none. There was no diagnostic testing/troubleshooting performed except the revision. They used a connector pin from a kit without changing any catheter components to revise the catheter. The pump and catheter remained implanted / in service. They had moved the pump more medically. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event were unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.